Event description:
Intra-aortic balloon pump had helium loss alarm, arterial pressure waveform lost. Manufacturer help line called. Could not help assist and pump did not work. Dr. Discontinued the pump use shortly after. No harm to patient.